Event description:
The customer report to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), it was reported that the sphinctertome wire snapped. The procedure was extended an additional ten minutes to locate the wire that was possibly lodged inside the patient. The procedure was completed using a replacement device. No additional treatment was required. There was no reported patient harm associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The condition of device could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A spark was generated by energization and the knife wire dropped. However, a definitive root cause could not be determined. The instruction manual provides the following: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ olympus will continue to monitor field performance for this device.